Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button and removed the pump from its case, yet the difficulty persisted. The customer reverted to an alternate method of insulin therapy.